Event description:
The end user fell backwards with the chair and hit his head.

Manufacturer narrative:
The caregiver reported that the daughter was helping the end user out of bed and into the transport chair. She stated that he "plopped" down into the seat and the chair tipped backwards and broke. He fell and hit his head. He suffered a laceration that was repaired with surgical adhesive. A MRI was done and no other injury was diagnosed. The sample was returned and evaluated. Both brakes were worn down and out of adjustment. The left and right push handles had broken above the folding mechanism. There were no voids or mfg defects identified. A potential root cause for the reported incident is that the chair may have tipped when the end user sat down suddenly. From the info provided, it does not appear that the chair's position was being stabilized when the end user sat down. The owner's manual specifically addresses the need to maintain balance, center of gravity and stability during transfer in and out of the chair.